Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (discharge profile faults) was confirmed. As received, the monitor failed incoming functionality testing. The cause for the failure was isolated to defective components u1004 and u1005 on the c/a board. The root cause for the defective components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving discharge profile faults.